Event description:
The guide wire fractured when ablating in the distal rca, and a perforation occurred. A portion of the guide wire was removed using a snare, and a portion of the wire was stented to the wall of the artery.